Manufacturer narrative:
Product analysis: unable to confirm the reported fault. Unable to perform temperature test as the tool was not locking in the collet assembly. Visual inspection found that the hand piece was cosmetically not ok. The collet assembly was corroded. Collet assembly found faulty and it needed to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the hand piece was getting heated. Event was found pre-op. There was no patient involvement. On follow-up, it was reported that the device started heating up in less than a minute, while drilling the bone. No back-up device was used.